Manufacturer narrative:
The customer declined to return the glidescope bflex 5.0 bronchoscope for evaluation but did return the glidescope core 15- inch monitor that was used in the procedure. A verathon technical service representative evaluated the returned core 15-inch monitor but was unable to confirm the reported "no image" issue. It was observed during testing that the video image was normal when connected to known, good, test equipment. The camera image quality test was performed and passed. Upon completion of the evaluation the glidescope core 15-inch monitor was returned to the customer. Since the glidescope bflex 5.0 bronchoscope was not returned for evaluation, a device analysis could not be completed for the bflex 5.0 bronchoscope. The device history record (DHR) and complaint history record for this lot number were reviewed with no similar complaints found. Should additional, relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 bronchoscope, the image went blank. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.